Event description:
When the patency of valve was checked with saline before implant in the pt for ventricular peritoneal shunting, no saline flowed out from the outlet. The surgeon tried another valve, however the same problem occurred. Eventually the doctor replaced it with another brand valve.